Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No black screen anomaly or display anomaly noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, display anomaly and blank display from the insulin pump. The customer's blood glucose level was 407 mg/dl. The customer noticed that the screen turned black last night. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was assisted with the self-test. The customer stated that the test passed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.